Manufacturer narrative:
H6 medical device problem code: 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the superficial femoral artery (sfa). Two command st 18 guide wires were advanced into the non-abbott guiding catheter however resistance was met therefore the guide wires were removed. Outside the anatomy the polymer coating was damaged therefore the catheter was flushed and the polymer coating came out of the catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.